Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services was contacted to review the data from the device. It was confirmed that the device's battery was rapidly decreasing, and replacement was recommended. There have been no updates received at this time as to the explant of the device. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services was contacted to review the data from the device. It was confirmed that the device's battery was rapidly decreasing, and replacement was recommended. Additional information received, indicated that the device was replaced with another boston scientific pulse generator. No serious effects to the patient were reported.